Event description:
Complaint text: "detector 1 trunion assembly broke during collimator change. Detector is free spinning on trunion assembly. Chain for trunion is intact." Manufacturer: a product complaint was submitted to us, whereby the gamma camera detector was reported as moving in an unexpected manner. The detector was not in danger of losing support and falling. There was no injury to patient or operator. This issue is being reported because there is potential for impact related injuries if the problem was to recur and the detector was to contact a patient or operator during unexpected motion. The component has been returned to us. The investigation remains ongoing.